Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer advised the act button responds intermittently. Troubleshooting for the keypad anomaly was performed. Customer advised the device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unit with unresponsive act button due to flattened dome switch. Unable to perform the displacement test due to unresponsive buttons. The connector at the lcd board was found unlocked. The insulin pump had cracked battery tube, cracked reservoir tube lip and minor scratched lcd window.